Event description:
It was reported that the user¿s dexcom g7 sensor temporarily lost connection to the ilet and the system displayed an instruction to connect the cgm and enter a blood glucose for bg-run mode; the sensor subsequently reconnected during the call and resumed showing glucose values, and the event was characterized as signal loss to the ilet only without alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure involving the cgm¿s wireless components, including the antenna/electrical-magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.